Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - stem.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10- medical product oss tibial poly bearing 12mm item# 150410 lot# 511170, oss non-mod tib plate long 67 item# 150420 lot# 814970, oss 7cm seg ellipt femoral lt item# 150357 lot# 122420, oss reinforced yoke item# 150493 lot# 255350, oss poly tibial bushing item# 150476 lot# 826760, oss poly femoral bushings item# 150477 lot# 365640, oss axle item# 150480 lot# 607850, oss poly lock pin item# 150478 lot# 899240. G2- poland. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an upper stem was misplaced causing mobility issues and bone damage. Attempts to obtain additional information have been made; however, no more information is available at this time.